Event description:
The manufacturer was contacted by the patient's attorney alleging "subsequent to the implantation the pump malfunctioned. Subsequent to the implantation, the catheter malfunctioned. On or about 2000, the pump failed and was removed and replaced, due to its malfunction. On or about 12/2000, the catheter failed and was removed and replaced due to its malfunction."